Manufacturer narrative:
Concomitant medical products: lead, product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 27-aug-2017, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 16-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp)via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported patient had issues post knee surgery, according to the surgeon, the patient lost therapeutic effect post knee surgery a few years ago. Surgeon decided to remove system and place a boston scientific system on (B)(6) 2019. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep and the surgeon. It was reported the surgeon had not been able to deduce why the loss of therapy took place post knee surgery. He even looked at the device with the patient programmed and worked with the patient.